Manufacturer narrative:
Additional information was received that there was no loss of display. The actual issue was that the touchscreen was not working. Touchscreen was replaced to resolve the issue. This is not a reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.